Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product codes: nkb,kwq,osh,mni and mnh. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6) hospital 1-5-1 (B)(6) e3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a discectomy and fusion of spine (th11/12) for spinal stenosis on (B)(6) 2023. After inserting the screw, c-arm confirmation did not reveal that the screw had deviated from where it should have been inserted, and the tab of the screw was broken off. Before closing the wound, the surgeon checked again with the c-arm and found that the screw inserted into t12 left was deviated. The surgeon removed the screw and inserted another new screw with the same size. The surgery was completed successfully with no surgical delay. The patient status/ outcome was stable. No further information is available. This report is for one (1) viper prime cfx xtab 6x40mm ti this is report 1 of 1 for complaint (B)(4).